Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint did not involve any allegation of product malfunction. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error of patient not using a minicap on conclusion of therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Use error, sample not requested. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a caution negative ultra filtration (uf) on the homechoice (hc) machine during drain 2 of 4. The drain volume was 816ml and the fill volume was 2000ml. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated that she disconnected from the hc earlier to get a drink of water and did not put a mini cap on and fluid leaked out of the uncapped transfer set. The tsr had the hp do a partial fill and bypass to fill 3 of 4, fill volume 1185ml as starting point. The hp would call the nurse regarding not capping off the patient line. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the home patient's (hp) nurse, the nurse said that she had spoken with the hp regarding the issue already and that there was no medical intervention or patient injury as a result.